Manufacturer narrative:
Date sent to the FDA: 04/15/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined five unopened samples of product code v570g were received for evaluation, the unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing and damage (torn, punctured). The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the paper folder. Sutures were dispensed without problems and examined along the strand and no defects, damage on suture or surface could be observed. The event described could not be confirmed. Additional information was requested, and the following was obtained: date, name and indication of index surgery? (B)(6) 2021. On what tissue was the vicryl 6/0 suture (v570g - lot qbmpru) used? Oculomotor muscle what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Location of inflammation? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What type of antibiotic and anti-inflammatory medication was given (oral, topical or etc) to treat symptoms? Please specify. Chibrocadron / augmentin was there any culture testing performed? If yes, results? No. Was the suture removed? If yes, when? No. Was the re-suturing performed? If yes, what was used for it? No. What is physician¿s opinion as to the etiology of or contributing factors to these events (postoperative pain around d3 and d4, inflammation and erythema)? Change in thread. Constitution? Thread contamination? What is the patient¿s current status? Were the symptoms resolved and wound healed? Scar still slightly inflamed. The following information was requested, but unavailable: were any pre-op cleansing procedures or products changed recently? If yes, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmpru, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and following was obtained: the two product are involved: vicryl 9/0 - lot qkmate. Vicryl 6/0 lot qbmpru. For the 3 patients without local infection : after antibiotic therapy and reinforcement of anti-inflammatory treatment for the others, slow improvement in inflammation with healing still incomplete at one month. Was surgical re-operation required for suture removal? No. Actual state of the patient: incomplete healing the surgeon uses now another thread for superficial suture. Events were submitted and 2210968-2021-02311.

Event description:
It was reported that the patient underwent an unknown procedure in 2021 and the suture was used for superficial suturing. The patient experienced post-operative inflammatory redness in the days following the procedure. Postoperative redness slightly larger than usual the next day. Significant postoperative pain around d3 and d4 with increased inflammation which should normally decrease. It was reported that after antibiotic therapy and reinforcement of anti-inflammatory treatment, slow improvement in inflammation with healing was still incomplete at one month. Additional information will be requested.